Event description:
Customer reported the system will not take film shots, x-rays are stacked. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the high voltage cables. System operates as intended.